Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a social media complaint about false positive result with the binax now covid-19 antigen self test otc 2 test pack posted on the (B)(6) review board. The customer posted the following on the (B)(6) review board: "don't buy this! I had two false positive results. Went to the doctor for a test and tested negative". No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Corrections: d1(brand name), d3(email), g1(email), g4(PMA/510(k)). This supplemental report is being submitted to provide the investigation conclusion. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.